Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called to her home due to low blood glucose levels. The reported blood glucose reading was 50 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.